Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact on the customer's blood glucose level reported. Reportedly, the customer was overfilling the cartridge. Tandem technical support educated the customer to avoid overfilling the cartridge and the customer decided to continue using the current cartridge, opting to follow up if necessary.